Event description:
Ethicon endo stapler was being used with a "blue" load and after being used on the patient was brought back to the back table to be reloaded when the used load became stuck and staff was unable to open jaws to reload stapler.